Event description:
A computer software error has been verified, on a patient's model 102 generator, from a review on (B)(6) 2015 of the programming history database spreadsheet and periodic review algorithm. On (B)(6) 2012 the device was interrogated, programmed, a system diagnostic was performed (results were "ok"), the device was interrogated again and the settings were as intended, a normal mode diagnostic was performed. On the next recorded visit (B)(6) 2013 the first interrogation the settings were indicative of a "faulted" or interrupted diagnostic. Since an interrogation was performed after the system diagnostic was performed on (B)(6) 2012 and the settings were as intended, it is concluded this is not the date of the event. It is unknown when this event occurred, and what the handheld or software are that was used.